Event description:
It was reported that this lead was explanted as it exhibited noise and pacing inhibition. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).